Event description:
The customer received questionable ferritin results for two patient samples. Patient sample 1 initial result was 2.56 ug/l and patient sample 2 initial result was 1.68 ug/l. These results were reported and were questioned by the hospital director as they did not match the other results for the patients. The samples had been aliquoted and kept frozen until retesting on (B)(6) 2015. Patient sample 1 repeat result was 58.02 ug/l and patient sample 2 repeat result was 7.68 ug/l. The patients were not adversely affected. The reagent lot number was 181386-01. The expiration date was requested, but was not provided. The field service representative checked the analyzer, calibration and qc data and found no problems. A general reagent issue was not suspected. It was noted the customer was using 9.5 mm diameter sample tubes which are outside of the specification for the analyzer. This may have contributed to the event.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).